Event description:
It was reported that during the index procedure of the pre-dilated proximal right coronary artery a 2.50 x 28 mm promus stent was placed and a dissection distal to the target lesion was noted. The dissection was treated with placement of a 2.50 x 12 mm promus stent. A non-target lesion, located in the mid sapenous vein graft (svg) to the distal right coronary artery (rca), was treated with placement of a 3.50 x 15 mm non-study promus stent during the index procedure. Post procedure cardiac enzymes were noted to be elevated; the site reported periprocedural inferior myocardial infarct occurring post index procedure on (B)(6) 2009. No action was taken to treat this event. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. No additional information was provided. You are receiving this report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection and myocardial infarction are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The 2.5 x 12 mm promus (1009539-12b/8110561), is being filed under a separate MFR#.